Manufacturer narrative:
(B)(4). D6a: initial procedures all between nov 10, 2016 and dec 31, 2022. D10: unk wagner stem. G2: foreign ¿ event occurred in spain. G2: literature - gonzález-adrio, r.l., pacha, d., aliaga-martínez, a. Et al. (2026). Total hip arthroplasty as reconstructive treatment in patients with cerebral palsy: a comparative study of postoperative outcomes between patients with developmental hip dysplasia and cerebral palsy hip dysplasia. European journal of orthopaedic surgery & traumatology, 36(155). Https://doi.org/10.1007/s00590-026-04701-5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient experienced an I&d procedure for deep infection on an unknown date post-hip surgery. Attempts have been made and no further information has been provided.